Event description:
"Device was initially inserted over lunderquist wire into patient's right femoral artery and tracked partially through to the external artery but would not advance. Device was removed and 18fr and 20fr dilators were advanced into the right femoral and the device was re-inserted to the right common iliac artery but would not advance. Decided to remove and put in a gore sheath. Upon removal of device the tip separated from device with no resistance. The tip was pushed and pulled freely through iliac upon retrieval. Device tip also split in half with little force when it was snared. A cutdown was performed on the right groin and the device tip was removed a cut down on the right groin had to be performed to remove the sheath tip. A 16fr gore dryseal sheath was advanced into the distal aorta and a gore excluder graft was used to complete the procedure." Patient outcome: "a cutdown had to be performed to remove the tip from the femoral artery. Patient is doing well (email from (B)(6)- dated (B)(6) 2020)."

Event description:
Device was initially inserted over lunderquist wire into patient's right femoral artery and tracked partially through to the external artery but would not advance. Device was removed and 18fr and 20fr dilators were advanced into the right femoral and the device was re-inserted to the right common iliac artery but would not advance. Decided to remove and put in a gore sheath. Upon removal of device the tip separated from device with no resistance. The tip was pushed and pulled freely through iliac upon retrieval. Device tip also split in half with little force when it was snared. A cutdown was performed on the right groin and the device tip was removed a cut down on the right groin had to be performed to remove the sheath tip. A 16fr gore dryseal sheath was advanced into the distal aorta and a gore excluder graft was used to complete the procedure. Patient outcome: "a cutdown had to be performed to remove the tip from the femoral artery. Patient is doing well (email from (B)(6) - dated (B)(6) 2020)."